Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels and vibrate anomaly on the insulin pump. Customer¿s blood glucose level was in the 450 mg/dl range. Customer treated their high blood glucose levels via manual injection and insulin pump. Troubleshooting was performed. Customer advised during the self-test the beep sound was very low. Customer declined to troubleshoot for high blood glucose levels. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump passed the seat & rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device passed the self test and audio tone or beep functioned properly. (B)(4).